Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Additionally, this lead exhibited loss of capture. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned for analysis as it was disposed of at the facility.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Additionally, this lead exhibited loss of capture. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5. Describe event or problem and f10. Impact codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Additionally, this lead exhibited loss of capture. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that dislodgement was confirmed through fluoroscopy during the procedure.